Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) and clip delivery system (cds) were prepared without issues. While advancing the cds through the sgc, physician felt the device stop and stated it could no longer move forward. The cds was attempted to be retracted, but that was no longer possible. After a few attempts, the cds was able to advance, and the clip was able to reach the left atrium (la). However, while in the la, it was observed one of the grippers was no longer functioning. Therefore, the physician wanted to remove the cds. The cds was attempted to be retracted but was unable to be pulled back into the sgc. The two devices were pulled back into the right atrium (ra) and the cds was able to be retracted into the sgc. Upon removal, damage was noted on the soft tip of the sgc. Both the cds and sgc were replaced. One clip was then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
In this case, returned device analysis confirmed the reported torn soft tip and identified minor difficulty advancing the returned cds through the sgc at the sgc tip area and minor difficulty removing the returned cds from sgc at the soft tip area. Additionally, it was observed that sgc shaft was bent and the soft tip was peeling. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided and the analysis of the returned device, the reported difficult to advance the cds appears to be due to the observed bent on the sgc shaft. However, a cause for the bent sgc shaft cannot be determined. The reported difficult to remove the cds from the sgc, torn soft tip, and observed peeling soft tip appeared to be related to procedural circumstances as the clip was caught on the sgc soft tip during the retraction of the cds. There is no indication of a product issue with respect to manufacture, design, or labeling.